Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, there was mild/moderate force needed to push the valve through the and a bent strut on the distal portion of thv was identified. The physician pulled the thv back into the esheath, which straightened the bent strut. The thv and esheath were removed as a system without complication. A new valve was prepared and deployed without issue. There were no adverse complications.

Manufacturer narrative:
H2, h6 updated previous component code 527 valve is no longer applicable the valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was provided by the site and revealed the following: tortuous left access vessel. Valve exposed through sheath liner, and one (1) bent strut was observed on the outflow side. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of the lot history revealed no complaints related to the event failure frame damage. The complaint for failure frame damage was confirmed, however, a complaint history review is not required as the issue has been previously identified in an existing product risk assessment, which captures root cause analysis for the issue. The complaint for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in an existing product risk assessment therefore it is unlikely that a nonconformance contributed to the reported complaint. The instructions for use and training mitigations relevant to the reported issue is captured in an existing product risk assessment. No IFU or training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. The complaint for failure frame damage was confirmed based on provided imagery. A review of the DHR, and manufacturing mitigation did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The complaint for failure frame damage was confirmed based on provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, there was mild/moderate force needed to push the valve through the e sheath. The valve was pushed through the e sheath to the ascending ao and a bent strut on the distal portion of thv was identified. Per imaging evaluation, the patients access vessels had presence of tortuosity. The presence of tortuosity can create challenging pathway during delivery system advancement, leading to resistance and high push force. If the excessive force was applied to overcome the resistance and high push force, it could led valve frame damaged or bent strut as reported. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath 12 cm while advancing the thv/delivery system, and do not overmanipulate the sheath at any time. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. An existing product risk assessment assesses the risks associated with frame damaged during use or failure frame damage for s3u with commander delivery system and esheath+ configuration and a corrective/preventive action was initiated to address the issue. The assessment documents the difficulty advancing the delivery system through the sheath, resulting in surgical intervention, which did occur during this event. No further action is required.

Manufacturer narrative:
D4 was updated as the device is serialized and does not have a lot number.